Event description:
It was reported the bronchovideoscope's control unit was dirty due to water leakage. In addition, the grip was sticky.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: control unit dirty due to water leakage, grip was sticky. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the additional reportable malfunctions found on investigation: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had a blue liquid come out of the distal end. The issue persisted after cleaning with a different reprocessor. The issue occurred during reprocessing. There were no reports of patient involvement.